Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The potential root cause of this event is unknown. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported tooth loss. Based on the available information and the clinical assessment above, the treating doctor reported that the patient required tooth extraction, and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of loss of a maxillary premolar due to fracture (1.4). It is unknown if the patient required any additional medical intervention or medication to alleviate the reported symptoms beyond the extraction performed. It is unknown if the patient is still wearing the aligners, and the patient's current condition is unknown.